Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: three photos and six loose lever lock assemblies were received and evaluated. It was observed three of the assemblies had brownish embedded foreign particles. One had a single particle in the arm, one had a single particle in the base of the hub, and one had multiple particles throughout the shield. The embedded particles appeared to be burnt plastic with only the shield containing particles larger than level three in size, which was rejectable per product specification. The two others were acceptable. Three of the assemblies had string-like fibers attached to the arm or cannula. The fibers appeared to be plastic flashing with each of the three assemblies having flash longer than 0.015", which was rejectable per product specification. Potential root cause for the embedded foreign matter and flashing defects are associated with the molding process. No corrective actions are necessary based on either defective rate identified. Batch 1046060 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: potential root cause for the embedded foreign matter and flashing defects are associated with the molding process. The aql for embedded foreign matter is 0.65%. The defective rate identified is 1 out of 192,000, which is 0.0005%. The aql for flash is 0.65%. The defective rate identified is 3 out of 192,000, which is 0.0015%. No corrective actions are necessary based on either defective rate identified. Batch 1046060 is considered in compliance with our product specification requirements.

Event description:
It was reported that the 17 g bd blunt plastic cannula (bns) experienced foreign matter in device cannula/needle/syringe or other fluid path component. The following information was provided by the initial reporter: material no.: 303340 batch no.: 1046060. We are seeing very fine hair flash and embedded particulate/burnt mark on recent lot received. This is a concern for us because there can be several strands of hair flash seen, which could cause loose particulate in product when dropped off.